Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patients ipg was inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model effective therapy resumed post-operative,

Event description:
Follow-up information revealed the patient failed to recharge the device as recommended prior to the device becoming inoperable.